Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was reported that the area was not cleaned before initiating therapy. The patient was treated with vancotroy (two grams, intraperitoneally (ip)) and gentamycin (20milligrams, once daily for 21 days,(ip)). The pd therapy was ongoing. At the time of this report, the patient had recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.